Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited possible premature battery depletion. The icm had reached elective replacement indicator (eri) after 14 months. The icm was explanted and replaced. No patient consequences were noted following explant.

Manufacturer narrative:
The reported event was premature battery depletion was not confirmed. The device was received from the field with battery voltage having reached elective replacement indicator (eri) after explant. Review of session show there were a total of 187 transmissions during the implant period many with maximum telemetry usage which depleted the battery to near eri level at the time of explant. Further testing indicated normal results. Total projected longevity based on field settings/telemetry usage is 1.25 years, the device was implanted for 1.16 years which is within the expected range and is considered normal battery depletion.